Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to bipolar energy issues. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar was not functioning. Customer had to try three different bipolar cords before energy started working. Customer tried swapping instruments as well; surgeon stated that this has been a constant issue. Customer stated that they do not track instrument cord use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and the reported problem was confirmed using system logs 25913. Upon visual inspection there were no issues found that would be related to the reported event. The unit was tested using an in-houses system. The unit recognized the instruments but did not energize the bipolar port. The complaint was confirmed based on failure analysis. Based on failure analysis, the probable root cause is attributed to the bipolar port on the erbe.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c0706 - stress problem identified.

Event description:
Refer to h11 for follow-up information.